Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site, the event log was reviewed and the data recorded a mid09 (airtrap assembly), confirming the reported event. Evaluation of the console found fluid / moisture on the airtrap sensor and this caused a mid09 error message. The customer reported event stating that the top cover of the start-up kit (suk) airtrap was loose causing leak is consistent with this observed issue. The issue was resolved after the airtrap sensor was cleaned and dried. The console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) at an unspecified time during ivtm treatment, became inoperable due to an observed issue on the start-up kit (suk) airtrap. Per report, the suk airtrap opened itself, the top cover of the suk airtrap became loose, and fluid (saline) was streaming into the suk airtrap holder and the airtrap sensor circuits. Following this, the user exchanged the suk and used another console to complete the treatment. No known impact or patient consequence was reported.